Manufacturer narrative:
Follow-up report #1: the consumer returned the product and it was tested by the manufacturer. The test concluded that the thermometer offset by due to a dirty probe tip; removing the impurities provides accurate measurements.

Event description:
The product is providing low temperature readings (33.x-35/36 degrees celcius).

Event description:
The product is providing low temperature readings (33.x-35/36 degrees celsius).